Event description:
It was reported that during an unknown procedure, the device can't complete the firing sequence, safety lock activated. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: did the device cut?yes. Did the device staple?yes. Were malformed staples present after firing the device?yes. On what tissue type was the device used?lung. At what location on the tissue?fesure. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3. If echelon, during which stroke did the event occur?unknown. What color cartridge was being used?blue. What other color cartridges were used before and after this event?blue. Was buttressing material utilized?no. If so, which product? Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard?no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?can't return to their original (pre-fired) positions. Was there any difficulty removing the device from the tissue?using the scalpel cutting tissue to removing the device. Is there any other additional information you would like to share about this device or procedure?no. The device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.